Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 6000 c (501) module when compared to the results from another cobas c501. The customer provided the data for 29 patients from which 16 were a reportable malfunction. The erroneous results were reported outside of the laboratory. There was no adverse event. The initial sodium results were from a cobas c501 with a serial number of (B)(4). The repeat sodium results were from a cobas c501 with a serial number of (B)(4) and were deemed to be correct. The customer replaced all the electrodes and all the ise reagents. The customer ran calibration and qc testing and all results were acceptable. The customer stated they ran patient comparisons following the service activities they performed, and all results were comparable. The field engineering specialist checked the ise probe alignments, checked the cell wash, and performed an ise check with acceptable results. Precision testing was performed with acceptable results. The replacement of the electrodes and the reagents resolved the issue. No further issues were reported following the service visit.